Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a delay in reporting a patient result for cardiac troponin I (tni) on the dimension® exl¿ with lm integrated chemistry system. The customer was having issues with "sample probe cleaner not detected" and "sample bottle empty" errors during the system check. The customer replaced the sample probe cleaner bottle. They also primed and trimmed the sample drain tubing. In addition, the customer replaced the cap assembly and reseated connectors. They reran system check and it passed with no errors. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the delay event. Hsc reviewed the information provided by the customer and the dimension® exl with lm system data. The system was out of service due to the "sample probe cleaner not detected" error. The cause of the error was identified as a mechanical failure with the sample probe cleaner cap/dip tube assembly that was addressed with the maintenance and troubleshooting procedures performed. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
On (B)(6) 2020, the customer reported a delay in reporting a patient result for cardiac troponin I (tni) on a dimension® exl¿ with lm system. The delay reportedly occurred approximately from 04:47 am to 07:20 am on (B)(6) 2020. The patient sample for tni was processed at 07:52 am and a result reported. The sample was reprocessed and the reported result confirmed as correct. No discordant results were reported. There are no known reports of patient intervention or adverse health consequences due to the delay in testing the tni sample.